Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted (B)(6) 2019, 5076-58 lead, implanted (B)(6) 2019, 459888 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated. Loss of capture was also reported on this rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.